Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was vibrating for no reason. Customer's blood glucose was 119 mg/dl. Troubleshooting was done. The customer was assisted to perform self test and test passed. The customer was advised to monitor the insulin pump and call back if issues persist. No further information provided.